Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes had unstable results. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: defect: the detection value of fdp is unstable and cannot produce results. Quantity: 100 pieces.

Manufacturer narrative:
H.6 investigation summary material #: 363095. Lot/batch #: 2332687. Bd received 30 samples for investigation. Returned and retained samples were visually inspected with no issues identified. Further clinical testing could not be conducted as bd clinical laboratories is currently unable to test for the fdp analyte. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results based on the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes had unstable results. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: defect: the detection value of fdp is unstable and cannot produce results. Quantity: 100 pieces.